Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a power error. Her pump told her to upload to carelink or to record her settings but she isn't able to. She keeps being prompted to replace her batteries. Her pump also told her that her reservoir was empty but it was not. Troubleshooting for the power error was performed. Customer¿s blood glucose was 42 mg/dl. She stated that she believes that she was low because she had been running and treated with a carb intake. During the rewind/load reservoir/fill tubing process troubleshooting, the self-test alarmed another power error alarm. Advised that the pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Pump error 25 was present in the format history file and pump error 25 was triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. The connector for electronic board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for two days with the device functioning properly during testing as shown in the power management graph. The insulin pump error 63 was present in the format history file, problem isolated to keypad assembly. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and damaged keypad overlay texture.